Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: a review of the black box showed unexplained power on resets. The battery compartment was cracked on the side at the threads, and above and below the bumper pad. No moisture/corrosion was found in the battery compartment. The battery cap was not returned. A test battery cap was able to fit to maintain an electrical connection, and was used to successfully complete 24 hour testing. No power on resets were duplicated during this time. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.